Manufacturer narrative:
A medtronic field service engineer went to the site and tested the system. He found the 115 acv was dropping when taking exposures causing the generator to reboot. He replaced isolated standalone board. System passed all tests and was returned to service after part replacement. This report was originally filed on (B)(6) 2016. On (B)(6) 2016 it was found that no acknowledgement 3 was received. An email was sent (ticket 64499) requesting the status of this submission. On (B)(6) 2016, the attached email was received which requested this report to be resubmitted. "(B)(4) has failed as the xml was not properly packaged. Please advise the user to repackage the submission using esubmitter and resubmit it. "

Event description:
A medtronic representative reported that the o-arm would not take an image. No patient was reported to be present or impacted.

Manufacturer narrative:
A medtronic representative, following up with the site, confirmed the issues was discovered before the patient was present. Medtronic investigation of returned isolated standalone board failed bench test. Tp 24 should have 113vac, the reading at tp 24 is 69vac.(low voltage). The board tested,15 vdc present at tp 7 and 380v into board. Leds all functioning as expected. The varistor and fuses tested good.